Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right and left ventricular leads were y-adapted to the ventricular port and incomplete fractures were suspected. The pacing impedance sharply rose from 600 ohms to 1400 ohms and was high, and noise was noted on ventricular high-rate episodes. There was also failure to capture. A lead revision is scheduled and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.